Event description:
It was reported that a non disposable alarm occurred. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was duplicated when the specified error code was displayed on the pump during the investigation. Root cause of the reported issue is unknown, but the downstream occlusion (dso) sensor was found to be faulty. Recommend that the downstream occlusion sensor be replaced. The product is beyond 10 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 6500